Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a battery anomaly. Blood glucose value was 95 mg/dl at the time of the incident. No troubleshooting was performed because the call was dropped. Nothing will be returned or replaced.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected battery out limit alarm/power off alarm anomaly or spi to motor pic communication error alarm anomaly noted.